Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was unknown. Customer was tried to clear the alarm but it cannot clear and insulin pump kept on beeping. Customer had hyperglycemia and was treated with manual injection. Troubleshooting was declined for hyperglycemia. The customer was advised to insulin pump required replacement, discontinue use of the insulin pump, and to revert back using manual injections or pens as per doctor's instructions. The insulin pump will be returned for analysis.